Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 534 mg/dl to being displayed as ¿high¿; specific value was not provided. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.